Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the procedure was originally laparoscopic but was converted to open unrelated to device problem. During three incision of endoscopic radical resection of esophageal carcinoma, while being applied to the stomach tissue, the fire button of the device cannot be pushed and the knife just pushed the tissue forward rather than cutting it. It was replaced by a new device to complete the case. There was no patient injury.